Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Customer reported a dental implant removal, because patient believes they have a titanium allergy, hence the decision to remove the implant. Allergy was not confirmed, but unexpected headache and nausea symptoms were reported.